Event description:
It was reported to the MFR as told by joerns llc, via the facility, it was reported that the following occurred on (B)(6) 2011, their customer reported an event that occurred, while using a lift, when the button on the pendant was pushed to open the legs, the legs would open and then close immediately. The nurse proceeded to lift the pt knowing the legs were closed causing her left hand to be smashed in the lift. Per facility, this is a training issue and they will re-train their staff. The nurse sustained enough of an injury to the left hand to go to the hospital. No pt injury. Replacement pendants were sent to the facility and (B)(4) has been issued to obtain the device for eval. The device has not been received as of this writing. Repeated attempts to obtain additional info regarding the purported event have been ineffectual.

Manufacturer narrative:
(B)(4).